Manufacturer narrative:
There were no indications of any conditions causing hypercoagulable state. The fusiform aneurysm was unruptured and the neck measured 4.0mm and the neck to sac ratio was 4.0mm/5.0mm. The parent vessel (va-pica) size/diameter proximally was 3.5mm and distally was 3.1mm. The antiplatelet therapy consisted of aspirin 100mg/day ((B)(6) 2011) and plavix 75mg/day ((B)(6) 2011). A cd copy of the procedure and further information are not available. The products will not be returned for analysis. Continue: products utilized consisted of an envoy 6french catheter, prowler select plus microcatheter (mc), excelsior sl10 mc, echelon 10 mc, delta plush (qty 1) catalog/lot# unknown, and gdc coils (qty 6). The enterprise stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425457. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00284 & 1058196-2011-00285.

Manufacturer narrative:
Additional information indicated that the event (occlusion/thrombosis) was treated by administration of argatroban hydrate of 20mg/day: (B)(6) 2011, 60mg/day: (B)(6) 2011, 20mg/day: (B)(6) 2011 ~ (B)(6) 2011. There was no more information available regarding this event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00284 & 1058196-2011-00285.

Event description:
The report from the clinical study (B)(4) for patient with ID# (B)(6) indicated that after the coil embolization was completed assisted with an enterprise vrd (B)(4), an angiogram showed that the target site (right va) was occluded with thrombus. However any neurological symptom was not observed. The patient was transferred to ICU on that day without treatment. On the next day, it was observed by MRI the vessel was patent again. Patency was also confirmed 6 days after onset. The patient is in stable condition. Prior or during the procedure, thrombus was not noted at the site. Two coils (orbit (qty 1 cat/lot unk) and delta plush (qty 1)) were protruding during positioning within the stent, and repositioning was attempted, but neither coil was placed. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement.